Event description:
The pad device was used on a pt at a fun-fair. The device analyzed the pt's heart rhythm and advised a shock to be delivered. After the shock advised prompt was issued the device stated that the memory was full, issued a "low battery" message and shut down. The device was switched on again but it again issued another "low battery" warning and shut down.

Manufacturer narrative:
The event occurred on (B)(6) 2008. The download from the memory of the device indicated that the memory had become full on (B)(6) 2006, as a result of the device being manually switched on more than 64 times. The user would have been alerted to the memory being full on numerous occasions but the memory was never cleared in accordance with instructions contained in the user manual. Because of this, the details of the event on (B)(6) 2008, were not recorded. The returned pad-pak had a shelf life of 3 1/2 years and was almost 3 years old at the time of the vent. It is clear from the memory download that the user was aggressively depleting and pad-pak by repeatedly switching the pad device on and off. The manual supplied with the device clearly states that continued regular periodic activation of the device to check functionality may reduce the stand-by life of the pad-pak resulting in the need for premature replacement and is therefore not recommended. Heartsine is issuing a correction to address the battery management software issue in which the software misinterprets a dip in voltage as a low battery which, in some instances, turns off the device. The pad-pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use. In the case of this report, it is not known if this was the initial use of the device.